Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation. A1, d10, g2, h4, h6: information added to these fields that was inadvertently not included on the initial medwatch. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus confirmed the following additional information: after attaching the tip cover to the scope, the user confirmed that the cover does not come off the scope. After attaching the tip cover to the scope, the user visually confirmed that the cover is not damaged. The anti-fog agent is applied before attaching the tip cover. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, a possible cause of the distal cover falling off based on the above investigation results: the anti-fog agent adhered to the distal cover and was damaged by chemical attack, making it easy to detach the distal cover from the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reconfirmed and investigated the reported phenomenon and found as follows; [investigation result] it was confirmed that the returned subject device was damaged at the tip and rear end. In addition, using a sample owned by our side, it was confirmed that it would not come off the scope unless the tip cover was damaged if it was installed normally without damage. (Lot used this confirmation: h1412) it reviewed the manufacturing history (DHR) of the subject device/lot (h1423) and confirmed no irregularity. [Cause] as reported in the initial report of this case (#8010047-2021-14306), the omsc obtained the following additional information. -after attaching the distal end cover to the endoscope, it has been confirmed that it will not come off. -after attaching the distal end cover to the endoscope, it has been confirmed visually that the cover was not damaged. -it was confirmed that the anti-fog agent had been applied before the distal end cover was attached. As described above, omsc considered that the cause of the distal end cover falling off was the use of anti-fogging agent, which adhered to the distal end cover and was damaged by chemical attack, causing it to fall off the endoscope easily. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) was received the subject device and checked and found followings; [evaluation results] -it was confirmed that the tip of the subject device was damaged, and it could easily come off the endoscope. -as of malfunction part, it was confirmed that the front and rear ends of the subject device were cracked. If it is pushed it diagonally when attaching the subject device to the endoscope, the tip will be easily cracked. Regarding the crack at the tip of the subject device, it was possible that there was some cause in the way it was attached to the endoscope. In addition, the rear end of the cover does not crack only when it is attached to the endoscope, and it might be cracked if a chemical solution such as an anti-fog agent adheres to it. Alternatively, it was possible that the durability was reduced due to the load that the subject device was crushed during storage, and the load alone when the endoscope was attached was likely to cause damage. As the investigation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device fell into the patient¿s esophagus when the user withdrew the endoscope from the patient, during the endoscopic retrograde cholangiopancreatography (ercp) procedure. Its fallen subject device was retrieved with another endoscope. The user also reported that it was found the lower end of subject device was torn after the procedure was completed, but the subject device had no damage at the preparation for use. There was no report of patient injury associated with the event.